Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient's controller was "constantly" displaying the "no device found" message when trying to charge their implantable neurostimulator (ins) since the end of last week. Pt spoke to a manufacturer representative (rep) via phone at the end of last week about their issue. Pt noted they had a replacement controller from their mdt rep. In the past and the controller worked once and went through troubleshooting steps with the rep and removed the controller battery, but that didn't resolve the issue. Patient service specialist (pss) helped the pt inspect the recharger antenna (rtm) cord, rtm plug, and controller port. Pt noted their rtm cord was "twisted", but they made sure there was no kinks when charging their ins. Pt noted their rtm cord near the rtm coil was "very hot" when charging the ins. Pt attempted to initiate a charge session to their ins and they entered passive recharge mode (0_0_0). Pss reviewed the meaning of the passive recharge mode. Pt noted their rtm was doing the "clicking" noise when trying to charge their ins, which was normal device function. The issue was not resolved. No symptoms were reported. Patient repeated information and reported it's not responding, we have contacted our local tech and he can't get it to connect.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.